Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has not been indicated that the device will be returned to olympus for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus the visera elite video system center screen went black. The customer than indicated that after turning the power back on, an unspecified communication error was displayed. The customer lastly indicated that after restarting the scope, the display was restored. There was no patient/user harm or injury reported due to the event.